Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a follow up with the patient, the physician was unable to interrogate the device. Troubleshooting was performed, including moving away from potential sources of electromagnetic interference, rotating the wand numerous ways, and using two separate tablet systems, but interrogations were unsuccessful. Ultimately, the physician attempted to reset the generator but could not confirm whether the reset was successful. Internal generator data was received and reviewed. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient's device was explanted. The suspect device has not been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; b14 inadvertently left off of follow-up report 2 despite being known at the time of submission.

Event description:
It was further reported that as the patient falls with seizures, the possibility of trauma caused to the device cannot be excluded, although the patient's parents have not noticed any bruising in the area of the device. It is noted that the patient's cognitive status doesn't allow him to communicate and the parents cannot tell if he feels the stimulation. It was also reported that there have been no major changes in medication, but the parents seem to believe his seizures slightly increased in frequency. The physician discussed the possibility of replacing the device, but the parents are not fully convinced, so no final decision has been made so far regarding the replacement. Physician and representatives tried to interrogate the device again several times and attempted another reset with no success.